Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two decontaminated samples were received at the manufacturing site for evaluation. Upon a visual evaluation of the sample, the reported issue was confirmed; a crack was observed on the enfit female connectors. A root cause analysis indicated that the most probable cause of the leak is insufficient drying of the raw material used to mold the enfit connector. As part of continuous improvements, a corrective action has been opened to address the reported issue. This action is designed to prevent the reoccurrence of the reported and confirmed condition. A review of the reported lot number found that the enfit female connectors consumed into this lot were manufactured prior to the corrective actions being implemented. No further corrective actions are applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was leakage at the enfit connection between the enteral feeding set tubing and the patient's mickey button prolongator.